Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted on an unknown date with screws for medial malleolus fracture. It was reported, patient was non-compliant and experienced arthritic pain in joints. Surgeon decided to revise patient on unknown date to hindfoot arthrodesis nail with spiral blade. Post-op x-rays revealed the spiral blade had backed out. Patient was returned to or on (B)(6) 2012 for removal of hardware. The surgeon removed the blade and end cap, replaced the blade and end cap, and added a second screw into the calcaneus to prevent future back out of blade. It is unknown if original implanted screws are synthes devices. This is 2 of 3 reports for the same event.